Event description:
On (B)(6) 2011 customer reported that the dxc 600i instrument generated "cuvette not dry before first reagent dispense" errors. Customer technical support (cts) advised customer to wear personal protective equipment while troubleshooting. Customer stated that it appeared that fluid was leaking under the reagent probe, and at the plunger. Customer homed the instrument to standby and then replaced the syringe plunger. Customer observed the syringe was still leaking and removed and reinstalled the 3-way valve. Customer stated that the syringe appeared fine, but the reagent probes were still leaking. Customer primed the instrument and ran quality control (qc) on the cartridge chemistry system side. Customer reported that qc was not in range for all chemistries and reagent probe b was still leaking. Cts then placed a service request. Field service engineer (fse) examined the instrument and replaced the degasser. Repairs were verified per established procedures. No further issues were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).